Manufacturer narrative:
Based on the information provided, it was determined that the tissue samples exhibited sub-optimal tissue processing is derived from the "small pore" protocol comprising 71 cassettes, which started in retort b at 16:35pm on (B)(4) 2018 and completed at 03:59am on (B)(4) 2018; the "standard" protocol comprising 114 cassettes, which started in retort a at 16:41pm on (B)(4) 2018 and completed at 03:59am on (B)(4) 2018; the "standard" protocol comprising 67 cassettes, which started in retort a at 15:55pm on (B)(4) 2018 and completed at 04:00am on (B)(4) 2018; and the "small pore" protocol comprising 117 cassettes, which started in retort b at 16:15pm on (B)(4) 2018 and completed at 04:00am on (B)(4) 2018. No use error(s) was identified in the instrument logs in relation to the interaction between the user and the instrument either prior to, or during execution of the four (4) protocols between (B)(4) 2018 from which sub-optimal tissue processing was reported. The laboratory reported that the wax in wax bath 1 had a strange colour. The wax in all four (4) wax baths was successfully drained to waste between 11:53am and 11:56am on (B)(4) 2018. It is considered unlikely that the user actions in replacing the wax in all four (4) wax baths either caused or contributed to the sub-optimal tissue processing identified. Investigation of this complaint found that the instrument operated within specification during execution of the four (4) protocols between (B)(4) 2018. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available. The root cause of the "strange colour" in wax bath 1 could not be determined from the information available.

Event description:
On 07 september 2018, a leica field service engineer(fse) was advised that tissue samples were "fried; and the wax in wax bath 1 was a strange colour". On 07 september 2018, a leica field service engineer (fse) was onsite to assess the operation and function of the instrument due to "one of the wax baths being clogged". The fse confirmed that the wax in the wax bath 1 was a greenish colour; and noted that a small number of water or formalin droplets were evident in wax bath 4. The fse flushed the wax lines for wax baths 1 and 4; and reviewed the instrument logs, in which no error codes had been recorded in association with this event. The fse was unable to identify the root cause of either the wax bath being "clogged" or the circumstances involved in this complaint. On 13 september 2048, leica biosystems melbourne received the following information from the fse: "the fried tissue was from the 5th. The whole run that day, for the most part was undiagnosable. Per the pathologists". On 29 september 2018, the leica applications specialist assigned to this event received the following information from the complainant: "10 total non diagnosis out of the 55 specimen processed. Nine small gi biopsy, 1 bladder biopsy". An identifier; age/date of birth; gender; and weight for each patient for whom tissue was not diagnosable has been requested by the leica applications specialist requested on several occasions. As at 05 october 2018, leica biosystems melbourne has not received further specific case related information despite several requests being made to the complainant.

Manufacturer narrative:
The initial 30-day FDA 3500a report cited (B)(6) 2048 as the date leica biosystems melbourne received the following information from the fse: "the fried tissue was from the 5th. The whole run that day, for the most part was undiagnosable. Per the pathologists".the actual date is (B)(6) 2018.